Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: ¿ the case associated with the reported complaint was started on 15 oct 2024 with the pump (520586). ¿ after 2 days and 22 hours since the pump was started, the console displayed ¿placement signal not reliable (opm invalid signal, optical pump connected]) ¿ alarm,¿ event # 1036. ¿ event #1036 was resolved and re-occurred several times until 21 oct 2024. This confirms the reported failure mode. ¿ during event #1036, the rt log confirmed the placement signal (ps) spiked to 3000 mmhg, signal-to-noise ratio (snr) dropped, and the contrast oscillated between -3272 and +3269. ¿ the pump was not moved to a different console, and the support was continued with ic (B)(6) up to 23 oct 2024 without a placement signal issue. A similar placement signal issue was observed in the case performed before the complaint date (pump sn # (B)(6) from 15 jul 2024 to 19 jul 2024. Device analysis: this console was tested after arriving in field service, and obtained a noisy envelope with a dent [without connecting either the optical test pump or test cavity with aic] and a noisy fringe pattern with a dent [with the optical test cavity connected to the aic]. This confirms the defective optical bench. The snr was low (1960) when tested with the optical test cavity length 14340.1 nm. Found the front panel optical connector contaminated, unable to remove the debris upon cleaning. The root cause of the placement signal not reliable alarm was the defective optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an impella 5.5 support for a patient. The 5.5 was placed, and after four days, the optical signal was seen to be malfunctioning. The loss of placement signal did not prompt any intervention or explant. In the pump (5.5) investigation, the team made the choice to investigate the automated impella controller, which was never replaced during the support. The pump was eventually weaned and explanted, and the patient survived the event.